Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary two advanced applicator outer shafts, two advanced applicator inner shafts and two applicator knobs were returned for investigation with the reported condition of not proper functioning. Investigation site: cq zuchwil, selected flow: device interaction/functional. Visual inspection the advanced applicator inner shaft is in sound condition; there are no discernible signs of wear or damage. Functional test: function test was performed with the returned advanced applicator outer shaft and applicator knob; no irregularities related to the applicator inner shaft were noted. The inner shaft could be assembled as intended. Summary: the complaint condition is unconfirmed. A function test was performed with the also returned instruments and did not show any abnormalities, the mentioned malfunction could not be reproduced. The review of the production history revealed that this instrument was manufactured in january 2020 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities noted. No manufacturing related issues that would have contributed to this complaint were found. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part: 03.812.521 , lot: 37p4207 , manufacturing site: hägendorf, release to warehouse date: jan 30, 2020 . A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2020, two (2) t-pal inserters could not be used correctly during surgery. The knob could not be turned and the ring did not snap back as intended. The implant came loose from one of the inserters in situ. There was no patient consequence. The surgery was successfully completed. This report is for one (1) t-pal advanced applicator inner shaft. This is report 5 of 6 for (B)(4).